Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, over infused. It was reported the pump finished the infusion with 6.3 ml left as residual volume, the reported indicated it was empty and had air bubbles. No adverse patient effects were reported. No additional information is available at this time.